Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cft part 803. A lot history review could not be performed as the lot number is unk. The device was not returned for eval; therefore, the investigation is inconclusive. The definitive root cause could not be determined based upon the available info. It is unk if pt and/or procedural issues contributed to the reported event. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.

Event description:
It was reported that the pta balloon dilation catheter shaft broke during re-wrap. The procedure was successfully completed using a new pta balloon dilation catheter. There was no report of pt injury.